Manufacturer narrative:
This report is being supplemented to provide additional information in section sections a2-a4, b5, b7, d3, d10, e2-3, g1-2, h2, h6. Section g1-2 was updated due to the initial report being submitted under the incorrect facility number, the correct number is 8010047. The device has been received by olympus however; evaluation efforts are currently in progress. Upon completion, a summary of the evaluation results will be provided in a supplemental report.

Event description:
New information provided by the user facility report. The reporter confirmed the position of a healthcare professional, nurse. The reporter also reported , the procedure was a bilateral lap tubal. The procedure was completed with no delay and no injury to patient. The piece that broke off fell into the patient and was removed in its entirety by the surgeon using a laparoscopic grasper. No additional procedure was required to remove the broken piece. The lower jaw of the handpiece broke off. The patient is in good condition with no complaints or complications documented at post-op visit two weeks after the incident.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-00012. The device evaluation was completed. The device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found approximately 14mm of the probe detached, missing portion was returned. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to contact with a surgical instrument or the non-insulated area of grasping section. Olympus will continue to monitor the field performance of this device. To mitigate device damage and patient injury, the instructions for use provides the following: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Follow up attempts have been made to follow up on a device return. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If the device is returned at a later date, a summary of the investigation findings will be provided in a supplemental report.

Event description:
It was reported that the jaw/grasper section broke off during procedure and the broken piece retrieved. There was no report of patient injury. No additional information provided.